Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device manufacture date: the device manufacture date is unavailable. Therefore, UDI - (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that compact air drive device had ¿punch with low torque¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial medwatch report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Please note that the incorrect serial number (B)(4) was documented in the initial medwatch report. The correct serial number (B)(4) has been documented in this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (sep 23, 2010) has been updated to reflect the date the device was manufactured. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the date returned to manufacturer was documented as jun 14, 2018 on the initial report. It has been updated as apr 24, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor power of the compact air drive device was too low. It was noted that the bearings were damaged, parts of the device were oxidized, the cleaning and lubrication processes failed, the rotor and gear was damaged, the equipment exhibited below normal rotation, and the motor power was too low. It was further determined that the device failed pretest for check the power with test bench, and check for air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.